Event description:
It was reported that a bd vacutainer® pst¿ gel and lithium heparin was produced a sporadic false elevated troponin result. Patient needed to reschedule for lab appointment.

Event description:
It was reported that a bd vacutainer® pst¿ gel and lithium heparin was produced a sporadic false elevated troponin result. Patient needed to reschedule for lab appointment.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has provided troubleshooting related to the issue. Bd had made multiple attempts to reach the customer in order to gather more information on the lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample, photo, or lot number available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® pst¿ gel and lithium heparin was produced a sporadic false elevated troponin result. Patient needed to reschedule for lab appointment.